Event description:
It was reported the speedstitch suturing device and needle cassette did not extend properly intra-operative and caused the suture cartridge to eject. The cartridge fell into the surgical site; however, the physician was able to pull it out manually. The procedure was completed with a new suturing device. No pt complications were reported as a result of this event.

Manufacturer narrative:
Pt identifier, age, weight and gender were not available. The catalog and lot numbers of the reported device was not available. Without a catalog, lot or serial number, no manufacturing or expiration dates can be provided. Reference manufacturer reports: 3006524618-2012-00222, 00223, and 00225.